Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Based on the available information, it is possible that the higher than expected wbc content in the platelet product could be donor-related. It also cannot be ruled out that a sampling or other process error may have contributed to the higher than expected wbc content in the platelet product. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing. Therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the higher than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the trima accel system operated as intended. The collection that was selected by the operator included a rbc product that did not have automated storage solution addition and wbc filtering as a part of the collection. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.